Event description:
It was reported the pruitt f3 carotid shunt balloon on the common/proximal end of the shunt (blue balloon) ruptured during a carotid endarterectomy procedure. It occurred during insertion into the common carotid artery. The scrub tech felt resistance before the proper amount of air was inflated. Another shunt was used to complete the procedure. The polyurethane model was selected because patient has a latex allergy. Surgeon usually uses latex pruitt. No injury occurred to the patient.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, we could not conclusively determine the root cause of the reported incident. Per the IFU. It states: "as inflation progresses, carefully observe back-bleeding from the internal carotid artery around the shunt. The back bleeding will diminish as the balloon expands. This is the end-point: stop inflation immediately at this point." The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.